Manufacturer narrative:
Other relevant device(s) are: product ID: ev olutpro-29-us, serial#: (B)(4), ubd: 07-may-2020, (B)(4), product analysis: the valve remains implanted and the delivery catheter system (dcs) was discarded, therefore no product analysis can be completed. Conclusion: conclusion: without return of the products, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, upon release of the valve, the physician pulled the delivery catheter system (dcs) back too fast, before centering the nose cone, and the valve dislodged into the coronary sinuses. A snare was used to pull the valve into the ascending aorta. Subsequently, a second valve was loaded onto a new dcs for a successful implant. No additional adverse patient effects were reported.